Event description:
It was reported that while using a bd precisionglide specialty use sterile hypodermic needle for an injection, the needle broke off in the pt's muscle at the injection site. The pt rec'd an x-ray and the broken needle was removed surgically.

Manufacturer narrative:
Results: a sample is not available for eval. A review of the device history record and qual notification revealed no irregularities during the MFR of the reported lot number 4122684. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.